Manufacturer narrative:
Concomitant medical products: setroxs53 lead implanted (B)(6) 2012; linoxs60 lead implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high/undefined impedance. The lead remains in use. No patient complications have been reported as a result of this event.